Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. (B)(6).

Event description:
Caller states the patient tested 2.4 inr on the coaguchek xs system and 1.8 inr on the coaguchek s system during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.